Event description:
It was reported that at the beginning the pt's hearing sensations have become softer and a week later, she had no longer been able to hear with her device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow - up report.